Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Due to conflicting information bsc ref # (B)(4) and bsc ref # (B)(4) will be reported independently with the information reported on the individual complaint notifications.

Event description:
The patient was receiving pulse field ablation treatment with a farawave catheter in the left atrium. During pre-right atrial mapping with the abbott hd grid catheter the right ventricular (rv) pacemaker lead was dislodged. No patient issues were noted during the procedure and the rest of the procedure went fine. During post procedure they went to revise the rv lead and the patient developed complications during the procedure and following the revision they developed more complications and eventually passed. The cause of death was cardiac arrest. No abnormal use of bsc product was noted during procedure. The farawave catheter will not be returned as it was disposed.

Manufacturer narrative:
Additional information added to b5: describe event or problem. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Due to conflicting information bsc ref# (B)(4) and bsc ref# (B)(4) will be reported independently with the information reported on the individual complaint notifications.

Event description:
The patient was receiving pulse field ablation treatment with a farawave catheter in the left atrium. During pre-right atrial mapping with the abbott hd grid catheter the right ventricular (rv) pacemaker lead was dislodged. No patient issues were noted during the procedure and the rest of the procedure went fine. During post procedure they went to revise the rv lead and the patient developed complications during the procedure and following the revision they developed more complications and eventually passed. The cause of death was cardiac arrest. No abnormal use of bsc product was noted during procedure. The farawave catheter will not be returned as it was disposed. It was further reported that the rv pacemaker lead was not a boston scientific device. The patient passed post lead revision in the evening.